Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that on the day after implant, there was a pacing problem and high impedances were measured on the right ventricular (rv) and left ventricular (lv) channel. The pocket revision revealed blood in the device header both in the rv and lv port. The device was explanted and replaced. After the device replacement, the parameters were good. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device had foreign material in the connector and a damaged grommet.